Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power switch of the base is broken. The switch broke in the "on" position and is still working, they still used the base throughout the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Field service representative verified that power switch was broken. Power switch assembly was replaced on site. Base operates to manufacturers specification. Per product surveillance technician (pst), the power switch/circuit breaker was physically broken. It arrived in the off position and it was not turning on. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.